Event description:
Per the customer, the device was inaccurate by 4mm during a surgical procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device log files were not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : only session and audit logs were provided, not device files.

Event description:
Per the customer, the device was inaccurate by 4mm during a surgical procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.